Event description:
It was reported that during cleaning and maintenance, fluid ingress was found in the device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: date of event, describe event or problem, FDA notified?, report source other. Additional information: report source.

Event description:
It was reported that during cleaning and maintenance, fluid ingress was found in the device. There was no patient involvement. Received a copy of the customer's medwatch report from FDA which states, ¿it has been discovered that impurities are seeping into the two-piece handle on the alaris pcu 8015 device. Several pump handles have been opened to reveal what appears to be remnants of food, blood and mold. This is a huge infection control risk."

Manufacturer narrative:
Omit : c20 no findings available, d15 cause not established. Additional information : if other specify, imdrf annex a, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that during cleaning and maintenance, fluid ingress was found in the device. There was no patient involvement.